Manufacturer narrative:
An event of a hypotension and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath. There was difficulty implanting the device. The patient remained hemodynamically stable throughout the procedure. Post procedure, patient had low blood pressure and a pericardial effusion was noted. A pericardiocentesis was performed. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.